Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(4) 2021, the patient's infusion set's tubing detached/broken at site connector. The patient's blood glucose level was approximately 200 mg/dl. The patient replaced the infusion set and resumed insulin successfully. No further information available.